Event description:
It was reported that implant was integrated 2 months after the placement, but patient reported tingling sensation, metallic taste and pain since the implant placement. Possible hypersensitivity to one of the components of the implant and was removed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb8) was returned for investigation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed for the reported event (allergic reaction). Measurements were taken with a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within specification. Pre-existing condition noted on the per is poor bone density ¿ type IV. The reported device had been placed on tooth 16 (fdi) for approximately 3 months. Device history record (DHR) review for the lot (1230639) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. All sterilization activities were conducted with no nonconformities per sterilization records. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the lot (1230639) for similar events and no other complaints about nonconforming events were identified (keywords used: allergic reaction). Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient conditions were unknown.

Event description:
No further event information is available at the time of this report.